Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer stated the second drop of blood was applied and the blood drop was not being applied within 15 seconds of the fingerstick. Per product labeling, the first drop of blood should be applied and the blood drop should be applied within 15 seconds of the fingerstick. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from a coaguchek xs meter. The serial number was requested, but it was unknown. The result from the doctor's office meter serial number (B)(4) was 2.0 inr. Within one hour, the patient went home and tested on his coaguchek meter with a result of 2.5 inr. Refer to the medwatch with patient identifier (B)(6) for the doctor's office meter. The therapeutic range was 2.0-3.0 inr. The patient stated he had dietary changes of extra vegetables and a glass of wine the night prior to the event.